Event description:
It was reported by repair work order that the footboard was damaged with accessible sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.